Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device and a piece of an unidentified substance that was returned in between gauze were returned for evaluation. Visual and magnifying inspections found that the foreign substance was a bluish transparent sheet-like substance. It measured at least approximately 40mm in length, however, due to it tangling in itself, it was impossible to determine the exact length. Ft-ir analysis of the substance obtained a spectrum which was very similar to that of the ptfe-coat layer used on a terumo runthrough ns. Visual and magnifying inspections of the actual device did not find any obvious anomaly, such as a break, in the appearance. Magnifying inspection revealed that the ptfe coat layer had been sheared off on approximately 1125-1185mm from the distal end of the shaft, where the core wire had been exposed. It was noted that some portion of the ptfe coat layer had been peeled in the distal direction and that there were some abrasions on the exposed core wire. The outside diameter of the shaft was determined on the undamaged section and confirmed to meet manufacturer specifications. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based om the investigation results, it is likely that the outer surface of the actual sample came into contact with a hard object, such as a metal device, and abraded with it, resulting in the shearing of the ptfe coat layer, exposure of the core wire and the generation of some abrasions on the core wire. However, with no detailed information about the events leading up to the complaint event, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "do not manipulate and/or withdraw the runthrough ns through a metal needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runtrough ns." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the ptfe coating on the involved runthrough ns device sheared. The lesion was #13, and was diffused and torturous. After a guiding catheter had been engaged, the actual sample was inserted into the lesion. Due to the torturous shape of the lesion, the actual sample was subjected to pushing and pulling manipulations several times. When the customer withdrew the actual sample for reshaping, a foreign substance was found adhering to the distal end of the wire. The customer changed out the actual sample to another device and completed the pci successfully. The patient was not harmed.